Manufacturer narrative:
Due to a software issue, the cobas infinity software does not handle properly the automatic label printing for tubes that are not distributable in the "manual distribution" screen. The workflow engine is a cobas infinity module in charge of automating laboratory workflows between instruments (pre-analytical and analytical systems). A workflow is defined by different elements named nodes. In workflow terminology, distribution is the fact of moving the sample between different nodes of the workflow. The distribution can also imply aliquoting a sample, which means taking a volume of the sample and putting it in a different tube so that it can be processed in a different way that the primary tube. When the aliquot is done, a tube label is printed and put onto the tube in order to have it identified during the whole process. The distribution can be made either by instruments, typically pre-analytic instruments, or manually, where an operator physically aliquots and/or moves the samples from one point to another of the laboratory. When the distribution is manually done, cobas infinity allows the user to print the aliquot labels once the tube is scanned. In this case, when the user is in the ¿manual distribution¿ screen, if a tube is successfully scanned, the label gets printed. If the next tube scan is not correct or the software cannot perform the action, the cobas infinity shows a popup informing the user that the introduced tube is not distributable. After warning the user, the software prints the previous correctly scanned tube label, printing again the same label that was printed previously. However, this label does not belong to the most recently scanned tube. The allegation could be reproduced and it has been considered a software issue. No valid workaround could be found. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a software issue with the cobas infinity core license (version (B)(6)) that could affect the handling of patient samples. The customer stated that after scanning a patient's tube barcode that had an error, it printed the aliquot barcode label for the last patient. For example, patient "a" tube barcode was scanned and the aliquot label for patient "a" was printed. Patient "b" tube barcode was then scanned but an error message was obtained. The system then automatically printed the aliquot label again for patient "a." This could have caused the wrong test results to be reported for the wrong patient. The customer confirmed that no patient was harmed or affected due to this issue.